Manufacturer narrative:
This report is being submitted as follow up no. 2. This reported event has been deemed not reportable based off the investigation of the actual sample. There were no functional anomalies noted with mating or disassembling the hemostasis sheath with the locator; therefore, is not a reportable event.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Address- (B)(4). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device stylet/ obturator clicks with the sheath. However, as they feed it in the wire it kept on pushing off. They pushed the obturator with their finger and it also popped out so another one was used with no problem. There was no harm to the patient. Additional information was received on 17feb2021. A 6fr sheath was used. A pre-deployment angiogram was performed. During the prep of the angio-seal prior to use on patient the angio-seal introducer would not lock into the sheath, so it was not used any further. The patient's condition was stable. Additional information was received on 18feb2021. The procedure for the patient was a percutaneous coronary intervention (pci).